Manufacturer narrative:
(B)(4). One of the complaint 900mr162 oxygen/air adaptors is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that the end part of an 900mr162 oxygen/air adaptor, which was used in conjunction with a mask and the neopuff infant resuscitator, was found melted and subsequently collapsed during use. It was also reported that this incident happened twice involving two 900mr162 adaptors but the healthcare facility could not provide the dates the incidents occured. No patient consequence was reported as a result of those two incidents.

Manufacturer narrative:
(B)(4). Method: one complaint 900mr162 oxygen/air adaptor was returned to fisher & paykel healthcare in (B)(4) for evaluation, where it was visually inspected. Our investigation is also based on our knowledge of the product and the information reported by the hospital. Results: visual inspection revealed that the barbed section and tip of the oxygen adaptor had deformed. The hospital reported that the subject 900mr162 oxygen/air adaptor had been used for two years. A lot check could not be performed as lot information was not provided. Conclusion: we are unable to conclusively determine the root cause of the reported event however the hospital had been using the subject device for two years. The 900mr162 oxygen/air adaptor is a single use product which connects the oxygen/air tubing to a humidification chamber. The product label for the 900mr162 contains a symbol indicating single use of the product, as well as the statement 'single use'. In this particular instance, the hospital did not observe single use of the device based on the reported information. We have sold over (B)(4) units of the 900mr162 oxygen/air adaptor since june 2007 with no other complaints received for this product to date.

Event description:
A healthcare facility in (B)(6) reported that the end part of an 900mr162 oxygen/air adaptor, which was used in conjunction with a mask and the neopuff infant resuscitator, was found melted and subsequently collapsed during use. It was also reported that this incident happened twice involving two 900mr162 adaptors but the healthcare facility could not provide the dates the incidents occured. No patient consequence was reported as a result of those two incidents.